Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
Correction information b4: date of this report. B5: describe event or problem. G6: follow up #1. H2:if follow-up, what type? Correction. There was a typo in some of b5: describe event or problem, which has been corrected.

Event description:
The time of event is during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the insertion flexible tube coating damage, the u/d knob broken, the lcb (light carrying bundle) broken, the bending rubber perforated, the remote control buttons perforated, the remote control buttons malfunction, the light guide cable for prong loose, and the remote control buttons worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.